Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 06th 2020, senseonics was made aware of an adverse event where patient was hospitalized and stayed in emergency room for 5 hrs due to severe hypoglycemia. Patient was given IV fluids,phenergan shot in the hip and zofran for the nausea.

Manufacturer narrative:
The complaint was investigated but customer complaint cannot be confirmed. The time of the event is unclear. The customer also mentioned that his phone was updating during the hypoglycemic event. There is no alert history or sensor history available in dms on day of the event. A review of glucose trend shows that sensor glucose stayed above low glucose alert level on day of the event and raw sensor data doesn't indicate a performance issue with the sensor. Investigation found no evidence of system malfunction. H6. Type of investigation updated to 4111 & 4110. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.